Manufacturer narrative:
Alung technologies, inc. Manufactures the hemolung ras and catheter. The incident occurred in gainesville, florida. Medical intervention was required to prevent further patient injury alung technologies, inc. Received a report that a patient experienced thrombocytopenia during hemolung therapy. A platelet transfusion occurred. The data log from hemolung therapy has been retrieved and reviewed by both clinical and software engineering staff. Approximately one hour into hemolung therapy, the controller began alarming that air was in the blood line. After careful observation, it was determined that there was no air in the blood line. Site staff successfully switched hemolung therapy to a backup controller without issue. The data log for the remainder of the hemolung therapy show that co2 removal and blood flow graphs were as expected. Hemolung therapy was provided as intended. The returned device was evaluated for any abnormalities. There were no findings within the analysis. There were no mechanical indications that the device would have malfunctioned. No CAPA was opened because of this event. Thrombocytopenia is a known possible occurrence with hemolung therapy. Examination of the returned disposables as well as the controller data log show that hemolung therapy was provided as intended. Alung technologies, inc. Will continue to monitor any issues as they are reported. This MDR is being filed in response to a retrospective view of all alung technologies, inc. Complaints, which identified that the reporting decision for this complaint was not correct. This MDR is being filed retrospectively to correct the error in the reporting decision.

Event description:
Alung technologies, inc. Received a report that a patient experienced thrombocytopenia during hemolung therapy. A platelet transfusion occurred.